Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the touch screen assembly resolved this issue.

Event description:
The customer reported a touch screen failure. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.